Event description:
Cellulitis [cellulitis]. Case description: spontaneous report was received on (B)(6) 2011 from a consumer regarding a pt, gender and age unknown. The pt's medical history was not provided. On an unspecified date in 2011 within the last six months, the pt initiated synvisc-one, 6ml. On an unspecified date one week after the injection, the pt developed cellulitis. The pt required hospitalization, antibiotics, and arthroscopic surgery. The action taken with synvisc-one was not provided. The pt's outcome was not provided. Concomitant medications were not provided. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification results is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality this review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.